Event description:
Customer stated that patient said that the product was hot on the gums and teeth. The tip of the product was giving off heat and will get hot within 5 seconds of pressing the button to start the cure.